Event description:
It was reported that during an unk procedure, the system displayed an error 5. The procedure was completed with the same device and no pt consequence. After the procedure, the device was tested and found to have high impedance and a cracked housing.

Manufacturer narrative:
(B)(4): eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. No error code was noted during functional testing; however, a hissing sound was heard. Additionally, the instrument no longer meets the specification for continuity. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.